Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported two cassettes were leaking cassette during treatments. Upon follow-up, the patient stated they discovered a fluid leak in the pump module area of the cycler when initially starting their pd treatment. The patient reported that the cycler had prompted with balloon valve leak alarms during fill 1 of treatment and prior to the fluid leak, and after cancelling treatment fluid was found in the cassette area. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient re-setup with new supplies and set from the same lot number but from a different box. The patient stated they experienced the same cycler alarms during fill 1 of treatment and noted a second fluid leak from the cassette area after treatment was cancelled. The patient contacted the on-call nurse, who advised for the patient to re-setup with all new supplies and to use a cycler set from a different box and lot number. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has since received a new cycler and has continued use of the cycler without further issue. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported two cassettes were leaking cassette during treatments. Upon follow-up, the patient stated they discovered a fluid leak in the pump module area of the cycler when initially starting their pd treatment. The patient reported that the cycler had prompted with balloon valve leak alarms during fill 1 of treatment and prior to the fluid leak, and after cancelling treatment fluid was found in the cassette area. It is unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The patient re-setup with new supplies and set from the same lot number but from a different box. The patient stated they experienced the same cycler alarms during fill 1 of treatment and noted a second fluid leak from the cassette area after treatment was cancelled. The patient contacted the on-call nurse, who advised for the patient to re-setup with all new supplies and to use a cycler set from a different box and lot number. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has since received a new cycler and has continued use of the cycler without further issue. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.